Manufacturer narrative:
Update 15feb2022: a meeting was held with the clinical consultant, who confirmed the following: - no failure was identified for ring and liner components. The clinical review states "[..] The humeral implant has dislocated superiorly and laterally from the glenoid component and is protruding towards the shoulder skin, while the poly liner and metal ring are still attached to the humeral component [..]". Based on the information provided there is no indication or allegation that the humeral bearing liner reported in this investigation may have contributed to the event and the MDR therefore is being cancelled. A full investigation has been completed for the glenoid component (MFR report #3004105610-2021-00137) and humeral implant (MFR report #3004105610-2021-00159). No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This report is for the humeral bearing liner ring cap. Previous case for custom bme 18139 done in 2013 for a total humerus osteosarcoma with a glenoid component, which was revised end of 2020 for a luxation. Patient fell down this summer and had again a luxation update 15nov2021: further information received : "recurrent subluxation and now a protrusion through the skin with a high risk of infection". Update 15feb2022: a meeting was held with the clinical consultant, who confirmed the following: - no failure was identified for ring and liner components. The clinical review states "[..] The humeral implant has dislocated superiorly and laterally from the glenoid component and is protruding towards the shoulder skin, while the poly liner and metal ring are still attached to the humeral component [..]". Update 21feb2022 - it was reported the surgeon used a lars to make the reduction of the articulation as a temporary alternative interim procedure (non-siw device). Unfortunately it failed so the requested siw custom implant is still required.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This report is for the humeral bearing liner ring cap. Previous case for custom bme 18139 done in 2013 for a total humerus osteosarcoma with a glenoid component, which was revised end of 2020 for a luxation. Patient fell down this summer and had again a luxation.